Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Visual inspection showed that the bottom septum of all of the sample was inverted. This reported condition was confirmed; the root cause was undetermined..batch information was reviewed and no deviations or exceptions were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A sales rep called baxter corporate product surveillance to report an interlink continu-flo set in which the injection port went inside the tubing as the y-site was being accessed. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.